Event description:
On (B)(6) 2016, an event of a broken cable weight occurred with one dx-d100 mobile x-ray unit. While the customer was using the unit, the counter weight cable broke on the system. The safety pull did not engage when the tube started sliding down and it dropped and landed in the parking lock. The force of the drop bent the adjustment bolt. The dealer service engineer replaced the broken cable and the spring assembly. The unit is currently working as intended. Investigation is under way to determine root cause and supplemental reporting will be provided. There has been no reported harm to patient or user during this event.

Manufacturer narrative:
We are reporting this supplemental report on october 18, 2016. Device manufacture date has been corrected from 03/01/2016 to 10/01/2012. The root cause was identified by october 11 , 2016, during the investigation by agfa and the supplier. The steel cable was broken due to wear and a spring was damaged by this cable breaking. The parachute's springs, parking, covers or screen did not suffer any damage, concluding the parachute worked properly. The unit has been returned to service and is working as intended. There have been no reports of harm to users or patients during these events.

Event description:
This supplement report #1 is being submitted to provide a correction for the device manufacture date and to provide the root cause.